Event description:
It was reported that the patient was taken to the hospital in an ambulance due to pacing failure. During the pulse generator replacement procedure on (B)(6) 2014, the physician had difficulty removing the leads from the device header. After several attempts, the device was successfully explanted.

Manufacturer narrative:
Final analysis found that the atrial and ventricular septum were stripped. This likely contributed to the reported inability to connect the leads to the pulse generator during implant.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.